Event description:
The customer's parent reported via phone call that the insulin pump was bumped against the corner of a counter. The parent stated the insulin pump had a blank display and the display was cracked. It was also reported the insulin pump was beeping five times every few second. The customer's blood glucose was 106 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.